Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a connection issue with a hard drive cable. A field service engineer replaced the station hard drive cable and backup battery to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a black screen. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.